Event description:
The user facility reported that during a patient procedure, the monitors connected to their hexavue ip custom room rack went "black" and the nurse station monitor, mouse control and touchscreen went "black". The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
User facility personnel stated that during the time of the reported event they rebooted the avc-x component and the monitors connected to their hexavue ip custom room rack and nurse station equipment were displaying properly; no black displays were present. A steris service technician arrived onsite following the reported event and found no issues with the function or operation with the hexavue ip custom room rack or associated equipment; the reported event could not be duplicated. The technician returned the devices to service, and no additional issues have been reported.